Event description:
The surgeon implanted an aa4203tl silicone toric plate lens but it tore while it was being inserted. The lens was removed with no patient injury or event. A backup lens was implanted. The facility indicated that it was unknown as to why the lens tore. An mtc60c fp cartridge, lot number 1196958 and an msi-tr injector were used. The lot number for the injector was not provided by the facility.